Event description:
On (B)(6) 2023, this 79-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service he experienced an infection and was prescribed antibiotics. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on 21/jun/2023 presented with klebsiella oxytoca and enterococcus faecalis in the cultures and an elevated wbc (reported as ¿too numerous to count¿). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for two weeks and ip ceftazidime at 2000 mg every day for three weeks. Additional effluent fluid cultures and a wbc count were obtained for infection follow up in the outpatient clinic on (B)(6) 2023; however, the outpatient clinic is still awaiting laboratory testing results. The patient is recovering from this event while remaining asymptomatic. It was confirmed the patient¿s peritonitis, and associated symptoms were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler throughout antibiotic therapy and following this adverse event.